Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d9: concomitant med products and therapy dates: small battery drive casing device, (B)(6) 2024. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported by japan that during service and evaluation, it was determined that the small battery drive device had moving parts that did not move smoothly-trigger, mode switch was stuck and component damage. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted that the mode switch was hard and upper and lower triggers were stuck. It was noted in the service order that the device had an undetermined malfunction along with a small battery drive casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.